Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump the event date was (B)(6), the pump alarmed and patient experienced withdrawal symptoms, the logs were read and showed repeated motor stall and recovery, the logs provided showed that a motor stall occurred on (B)(6) 2017 and recovered on (B)(6) 2017, stalled again on (B)(6). The pump was programmed to minimum rate. There were no factors that may have led or contributed to the issue. Surgical intervention occurred; the pump was explanted and replaced on this report date and the hospital had the pump but they would return it to the manufacturer. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (unknown), concentration 25 mg/ml at a dose and frequency of 10.665 mg/day via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation. It was reported that the patient did not recently have an MRI (magnetic resonance imaging). It was reported that pump status and/or event log reported motor stall occurred, motor stall (active) and multiple motor stalls <(>&<)> recoveries. The reporter stated that there had been 7 stalls and recoveries and each of them had stalled for anywhere from 5 minutes up to 20 hours. The tss (technical service specialist) reviewed the following emi (electromagnetic interference) considerations: confirmed that there were no emi/magnetic sources present. The reporter stated the patient was just at home when the stalls had occurred. The reporter stated that there was nothing out of the norm. The tss reviewed the following motor stall considerations: silence audible alarms, consider pump replacement, consider programming minimum rate, cover patient with non-pump medication, periodically interrogate pump for stall recover, if explanted/replaced pump return to manufacturer recommended. The reporter redirected to follow up with the hcp to review the considerations. It was reported that the patient had withdrawal symptoms. No further complications were reported.